Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the middle section of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right, posterior communicating (pcom) artery, ophthalmic artery, and cavernous aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that during the deployment of the pipeline, the middle section did not properly open. It was noted the middle part of the pipeline was positioned in a bend, more than 50% had been deployed when it failed to open, re-sheathing was done less than or equal to two times, and no additional steps or devices were used to open the pipeline. It was removed from the patient and re-sheathed and removed with the microcatheter. A second device achieved adequate apposition. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. The pipeline flex with shield was returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal, middle and proximal portion of the pipeline flex shield braid appeared fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the middle as the middle portion of the pipeline flex shield was found fully opened with no damage. It is possible that the severe vessel tortuosity may have contributed to the failure to open as the customer reported that "the patient vessel tortuosity was severe and the middle of the pipeline flex shield braid was deployed in the bend." Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.